Event description:
It was reported that the wire frayed. A 035/180 amplatz super stiff guidewire was selected for use. However, it was noted that the end of the wire was frayed. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
B3 date of event: used the 1st day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: media inspection: in this case, the device was not returned, and despite the customer added a picture, it did not show the reported defect. The picture only showed the label that is stick to the front side of the pouch. The information contained in the label matched with the complaint information (batch/upn). The label was in good condition, it was completely legible and it did not show damages. No visual damages were observed in the picture provided. H3 other text : media.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that the wire frayed. A 035/180 amplatz super stiff guidewire was selected for use. However, it was noted that the end of the wire was frayed. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.